Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a respiratory surgery, the device was not used on the patient, at the first firing, the reload was connected to the handle, when attempting to fire it, it would not advance and was unable to be used. The handle could not be squeezed. When the device was replaced with a new one, the problem was solved. There was no patient injury.